Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable - lens was removed during the same procedure. Section d6b - explant date: not applicable - lens was removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the haptic tore off. Through follow up, we learned that the intraocular lens (iol) was implanted, and it turned out that the lens haptics were defective. The lens was explanted and disposed of due to being cut with scissors. No additional information was provided.